Event description:
Patient has an iris defect. Once the zcb00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye), the lens bag broke, and the iol needed to be taken out. Information about the replacement iol is unknown. Sutures were required and a vitrectomy was performed. It is unknown if the incision was enlarged. The procedure was delayed 1.5 hours. Medications prescribed were kenalog, miostat, and diamox. A patch & shield was placed over the patient¿s os. It is unknown if the patient's daily activities were significantly affected, and patient status post procedure is also unknown. The suspect iol is not available for return. No further information is available.

Manufacturer narrative:
Additional information: section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 sutures and vitrectomy. Section h-6 health effect - clinical code: 4581 - eye anatomy issue. Attempts were made to contact the customer account requesting additional information regarding the complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.